Event description:
The customer reported to the complaint coordinator that blood leaked into the dialysate compartment of the hemodialysis machine on two occasions. On each occasion the pt lost one circuit of blood (a small volume) which was discarded with the dialyzer and tubing. The machine was cleaned and a new dialyzer and tubing was used to continue the patient's therapy. There was no additional reported patient or user injury or medical intervention. The samples are not available, as they were contaminated with blood and discarded.